Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, t2 on the fast-fix 360 could not be deployed. T1 was retrieved from the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
H10 h3, h6 part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number of the device. The anchors appear to be detached from the needle. No physical damage visible in image. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip is in the t2 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.